Event description:
It was reported that the patient presented with syncope and apparently the device was not capturing. Also, the integrity of the right ventricular lead could not be evaluated through the device presumably due to a battery voltage of 2.04 volts and high battery impedance. It was noted that the device had reached elective replacement indicator approximately 10 months prior and that the patient had been non-compliant with the device follow up and interrogation for approximately 2.5 years. It was also noted that both of the leads had checked out fine through that analyzer during the device change out. The patient was paced via a temporary pacemaker until the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.